Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a proglide device was attempted in the right common femoral artery (rcfa) using the preclose technique prior to an thoracic aortic aneurysm (taa) procedure. The arteriotomy was 6fr. Reportedly, a cuff miss occurred. Two additional proglide devices were used for successful suture placement using the preclose technique. The sheath was upsized to 20fr and the taa procedure was completed. Hemostasis was achieved using the pre-placed sutures from the proglide devices. There was no reported adverse patient sequel. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. A cuff miss was confirmed. In addition, analysis of the returned device found the posterior foot was broken off and not returned with the device. Based on a visual and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties however the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.